Event description:
The pt was being lifted with the assistance of a ceiling lift when one of the sling loops became unattached and she fell form the sling, causing injuries. The pt was very frail, she had broken both legs and later deceased from complications.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by the MFR arjohuntleigh (B)(4) on behalf of the importer (B)(4). Additional info will be provided following the conclusion of the MFR's investigation.